Event description:
The customer's parent reported that the customer was playing football and the bottom of the insulin pump was damaged and came out, including the motor. Customer's blood glucose was 391 mg/dl. A motor position encoder error alarm was received. The screen was also cracked. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer's mother was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with broken off end cap. Unable to confirm motor error alarm due to broken off end cap. The motor passed motor test. The insulin pump received with cracked case at display window corner, battery tube threads, cracked reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.